Event description:
The pt had an accident in february 1998. During the removal of the distal locking screws on april 01, 1998 the surgeon discovered that one screw was broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.